Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# j0443883v, implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: lead. Product ID: 748251, serial# (B)(4) implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had the device explanted due to infection. The system was not going to be replaced in the future and the issue was currently resolved. No further complications were reported as a result of this event.